Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced difficulty during an infusion set change when the first insertion did not seat fully, the set was removed, and a second application was performed, after which the system functioned and the cgm paired successfully. Symptoms included no reported adverse clinical effects, and blood glucose levels were reported in range. Outcomes included replacement infusion supplies shipped and user education provided on proper infusion set application and replacement after a failed insertion. Investigation included review of user report and troubleshooting. Investigation of this case revealed likely user handling error related to improper initial infusion set deployment, with no device malfunction observed or reported. It was concluded, based on previously established findings for similar reports, that the cause was use error during infusion set insertion.